Manufacturer narrative:
No patient contact reported. (B)(6). Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. No assembly errors and/or defects were observed in the preloaded insertion system related to manufacturing process. The intraocular lens was not returned. Visual inspection at 10x microscope magnification showed residues of viscoelastic solution indicating that the unit was handled and prepare for surgical use. A crack was observed at the cartridge tip. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states not to use the device if the cartridge tip is damaged, nicked, split or cracked open. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted .

Event description:
It was reported that the cartridge tip of a preloaded delivery system, model pcb00, was noticed split/sliced/cut. Reportedly, the intraocular lens (iol) was not implanted. No patient contact and no complications were reported. No further information was provided.